Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4), case status: open, summary: npi 8015 error, case notes: problem description (B)(4). Npi 8015 error. Customer said that his 8015 has an error code of 810.9170. I explained to the customer that he could try and re flash the unit and if that doesn't clear the error code then you will have to replace the logic board. Customer said ok and ended the call.